Event description:
It was reported that the insulin pump had a low battery alarm. The customer's blood glucose reading was 149mg/dl. Troubleshooting was performed. The caller stated that the battery was changed, but the anomaly continues. Recommended the customer using alkaline battery. The mother noticed that the device had a crack near the battery cap. Advised the caller to discontinue use of the insulin pump and revert to back up plan. During the call, the customer mentioned was hospitalized due to norovirus and high blood glucose of 238mg/dl. The mother stated that her son was vomiting prior being admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.